Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cerebrospinal fluid could not flow into the drainage bag.